Manufacturer narrative:
Device is a combination product. (B)(4). (B)(4).

Event description:
It was further reported that there was a shaft break that occurred after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent of this device was returned damaged throughout it's entire length and stretched along the lumen. The balloon was returned partially inflated and full of solidified blood, therefore indicating the device had been used in vivo. The tip of the device was bent and kinked. A 0.015 inch product mandrel was not inserted through the lumen due to the tip damage. The lumen of the device was severely kinked 30mm distal to the proximal markerand. The midshaft was stretched at a point 230mm distal to the proximal markerband. The proximal end of the midshaft was torn from the hypotube and the corewire was missing. The proximal hypotube section of the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred and the stent was explanted. Access was obtained through the radial artery. The 80% stenosed, de novo, 24x4.5mm target lesion was located in the mildly calcified and tortuous left main (lm) artery. First, a stent was successfully deployed in the lad. After predilating the left main, a 4.5x24mm taxus liberte stent delivery system (sds) was advanced to the lesion. The taxus liberte stent was deployed at 12 atms without difficulty and overlapped the stent in the lad. During withdrawal, the delivery balloon would not release from the stent and resistance was encountered. The stent was not fully apposed and it was explanted with the delivery balloon and was removed with the guide catheter. It is uncertain if the delivery balloon was completely deflated upon removal. A new stent was used to treat the lesion in the left main to complete the procedure. The stent in the lad was not affected and it remains implanted in the correct location.